Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: safety malfunction response on feb 19, 2025: 1. Could you please provide a further description of the issue? Slow retraction. 2. What was the impact to the patient? No. 3. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? During use.

Manufacturer narrative:
Investigation results: the complaint of an issue with the safety mechanism was confirmed and the cause appeared to be manufacturing related. Five representative 18g insyte autoguard units were received in sealed unit packaging from lot #4355980. Four of the five sealed units fully retracted and no defects were observed. One needle partially retracted and the notch in the needle caught on the blood control valve. The dimensions of the needle and notch were within specification. The exact cause of the reported issue could not be identified; however, since the reported issue could be reproduced with a representative sample, the complaint was determined to be manufacturing related and the appropriate manufacturing personnel were notified of this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.